Event description:
The customer reported that during a cystectomy, the jaws became unable to be opened while being used on the pt's bladder. The device jaws were cut off tissue in order to remove them. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.